Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 8 months post-implant, it was reported during a routine check of the patient¿s back up system controller, it was noticed that the patient¿s pump speed was at 8688rpm despite being set at 8600rpm. Attempts were made to change the fixed speed; however, the system only allowed changes to 8888rpm or 8488rpm. Upon manufacturer's investigation of the returned system controller, the device was unable to attain the set speed.

Manufacturer narrative:
This medwatch report was previously submitted to FDA on (B)(4) 2014 (3rd ack received) with MFR report # 0002916596-2014-02189. It was discovered that due to technical issues post emdr implementation, this event was submitted with a MFR report # that had already been used for a medwatch report previously submitted via mail. This resubmission of the medwatch report has a corrected (new) MFR report # in accordance with guidance received via communications with cdrh emdr (emdr@FDA.hhs.gov). Approximate age of the device is 1 year and 8 months. The returned system controller was connected to the manufacturer¿s laboratory equipment and was not able to operate at the stored set speed value of 9288rpm. The pump speed would incrementally increase up to 9200rpm then decrease approximately 1000rpm as a result of the unattainable set speed value. After the set speed was changed using the laboratory test software, the device was subjected to the functional testing and passed all testing. The set speed value was able to be adjusted with the test system monitor between 8000 to 12000rpm and the pump speed matched the set speed value thereafter. The analysis could not determine a root cause of the corrupted value stored on the returned system controller. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.